Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation evaluation details. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced blurred vision that initially was reported under cerebral infarction, but the physician/received information which indicated that the event was transient ischemic attack (tia). The report indicated that after an ablation procedure, the patient developed a cerebral infarction. The patient complained of blurred vision and head MRI revealed cerebral infarction. The symptoms recovered during observation and the patient was subsequently discharged without subjective symptoms. The procedure was completed without any problems. The physician's assessment of health hazard was non-serious (moderate/mild). The physician's comment regarding the relationship between the event and the product was that the event was a transient cerebral infarction due to air embolism was suspected, but the actual cause was unknown. The patient did not require extended hospitalization. No abnormalities were observed prior/during use of the product. Additional information received indicated that the neurological impairment event was a transient ischemic attack (tia) diagnosed with MRI. The patient¿s symptoms were resolved. The outcome of the adverse event fully recovered (no residual effects). No evidence of char during the procedure. One catheter exchange occurred for each during the procedure.

Manufacturer narrative:
Additional information was received on 06-apr-2026. The diagnosis was a cerebral infarction, not a transient ischemic attack. The physician consulted to the neurosurgery, and treatment based on the cerebral infarction diagnosis (e.g., administration of edaravone) was performed, after which the symptoms improved. Because treatment for cerebral infarction was required, the hospital stay was extended. The physician suspects that the cause was probably air, but no intraoperative event suggesting air contamination was observed. The cause remains unknown. However, there were frequent errors in changing the irrigation flow by the ce (from 4ml/min to 30ml/min), and continued ablation at 4ml/min might have contributed the event. Therefore, updated the following fields. H6. Health effect - clinical code from transient ischemic attack (e0137) to ischemia stroke (e013302). H6. Health effect - impact code from recognised device or procedural complication (f15) to hospitalization or prolonged hospitalization (f08). Checked b2. Is hospitalization initial/prolonged. Checked b2. Is life threatening. In addition, provided patient details and lot number. Therefore, processed the following fields. A2. Patient age at the time of eventa2. Age unita3a. Sexa4. Weight of the patienta4. Weight unitd4. Lotd4. Expiration dated4. Primary UDI number h4. Device manufacture date. Additional information was received on 12-apr-2026. Ce stands for clinical engineer. In japan, the term ¿clinical engineer¿ is commonly used to refer to professionals whose role is essentially equivalent to that of a biomedical equipment technician (bmet) in the united states. No malfunction of biosense webster products have been reported. The causal relationship with the product is unknown. The product investigation was reopened to correct the investigation findings which resulted in the following updated investigation on 10-apr-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31736216l and no internal actions related to the complaint were found during the review. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).